Manufacturer narrative:
Subject device not explanted. Synthes is unable to provide the manufacturer and or the date of manufacture without a lot number. Subject device is part of a study. The investigation could not be completed, no conclusion could be drawn, as no device was returned and no lot number was provided. Manufacturing records could not be reviewed without a lot number. Determined that this event is consistent with pro disc-c post market experience and no investigation of this event is necessary based on comparison with approved device trends. Post study, a thorough training program for surgeons and sales consultants was put in place. Surgeons and sales consultants must complete the training program prior to performing pro disc-c total disc replacement surgery.

Event description:
The patient is a participant in a study, and experienced this event post operative. Patient status post c6 - c7 pdc implantation had evaluations at six (6) weeks, three (3) months, six (6) months, twelve (12) months, eighteen (18) months and twenty-four (24) months, with patient last seen at study site in 2006. Patient experienced cervicothoracic pain seven months prior, surgeon treated with injections. In 2007, 936 days post op, patient had additional surgery foraminatomy at c6-t1, and cervical fusion, c6 - t1, performed by a non-study physician. The pdc hardware was not removed.